Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of (B)(6) confirmed thrombus in the inflow cannula, a specific root cause of the reported strokes, bleeding, and dehiscence could not be determined. The customer reported that the patient had experienced a period of low flow alarms. Review of the system controller and lvad log files confirmed a low flow alarm was active at 03:02 on (B)(6)2021, according to the timestamp. The data also showed increased pump power, current draw, and rotor instability events between 02:46 and 07:06 on (B)(6)2021. The captured data appeared consistent with something passing through the pump and making contact with the rotor. Similar events were also captured between 14:47 and 14:53 the same day. After these events resolved, the pump parameters returned to baseline values. It was also reported that the patient presented with swelling around the subxiphoid region about one week prior to these events. The patient had clots removed from their eye before being referred to the heart failure team. The patient was reportedly admitted on (B)(6)2021 due to a pseudoaneurysm around the inflow cannula. CT imaging reportedly showed densities overlaying the lvad and anterior to the inferior margin of the lvad consistent with hematomas. A fluid collection around the driveline and kinking of the proximal outflow graft were also reportedly observed. The patient received multiple CT scans during the 2 weeks following admission. A basal ganglia infarction was noted on (B)(6)2021 and a large intracranial bleed was noted on (B)(6)2021. The patient had been undergoing evaluation for transplant during the admission but multiple embolic strokes were discovered. Low dose warfarin was started to try to prevent further embolic strokes but the patient continued to shower emboli. While preparing for a vad/pseudoaneurysm resection the patient coded and a nonsurvivable head bleed with brain herniation was found. It was reported that the pump had operated as expected but the outcome was considered device related due to dehiscence. (B)(6)was returned with the pump cable cut approximately 4.25¿ from the housing. An hmii sewing ring was secured to the inflow cannula with a suture, metal tie, and plastic zip tie. A green glove fingertip had been placed on the outside of the inflow cannula, completely covering the textured surface on the outer diameter. The pump had been exposed to a fixative. Examination of the blood-contacting surfaces found a tube-shaped, tissue-like thrombus in the inflow cannula. The thrombus was thicker at the proximal end and appeared to taper off toward the narrower distal end of the inflow cannula. It did not reach the interface with the rotor well. The proximal end of the thrombus had collapsed slightly. The cause of the thrombus could not be conclusively determined. Depositions of fixed blood were observed in the pump cover and on the rotor but no further thrombus formations were noted. The report of an outflow graft kink could not be confirmed as only 1¿ of the graft was returned. The inflow cannula thrombus was sent to an outside lab for histology. The tissue was predominantly comprised of fibrous tissue (parallel tightly packed fibroblasts bordering more hyalinized fibrous tissue in which neovascularization was prominent). Within the fibrous tissue were variably-sized vessels, some containing red blood cells, and vacuoles interpreted as a deposit of adipocytes. The age of the inflow cannula thrombus was estimated to be 2 months or greater. No organisms were seen with gram¿s stain. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The pump evaluation findings and the inflow cannula thrombus could not be conclusively correlated to the reports of stroke, bleeding, pseudoaneurysm, dehiscence, or the events on the log files. The root cause of the inflow cannula thrombus could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas IFU lists pump thrombosis, stroke, bleeding, and death as adverse events that may be associated with the use of the hm3 lvas. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The surgical procedures section also provides information on preparing the ventricular apex site and inserting the pump in the ventricle. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The alarms and troubleshooting section contains information on all system controller alarms and how to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a long episode of low flow alarms on (B)(6) 2021. The patient was asymptomatic at the time. Mean arterial pressure (map) was stable. The coordinator was unable to perform device interrogation as history log only showed 3 events. Per log file analysis by technical services, the log captured multiple internal faults throughout the event history. There was also an increase in pump power over the course of the log with associated temperature increase within the pump. This could be caused by something other than blood affecting the ability of the rotor to function properly. Technical services recommended swapping the patient¿s controller out with their backup, if able. Once changed over technical services requested 25 power cable disconnects and another set of log files for analysis. The low flow event at 3:02 am that morning appeared to be connected with the fault as well. There were no other unusual events recorded in the log file event history. The cause of the low flow alarms and elevated power were not identified but they did resolve and there were no changes to the patient care or condition at that time. The patient was stable and asymptomatic at the time of interrogation. The patient was planned for explant and the controller was not exchanged. It was later reported that the patient cited swelling around subxiphoid region. The patient denied associated drainage, fevers, chills, and night sweats. The patient had left eye surgery for evacuation of remaining clots in his eye and his eye surgeon referred him to the heart failure team for additional workup. He was scheduled for 4d CT heart (previously scheduled for may) and it showed an 8 x 5 cm subcutaneous soft tissue density overlying lvad compatible with hematoma, an additional 3 x 9 cm hematoma anterior to inferior margin of lvad, a 3 cm tubular fluid collection around the driveline, and kinking of the proximal outflow cannula. On (B)(6) 2021 the patient was admitted with pseudoaneurysm around the inflow cannula and had a heart CT with 4d. On (B)(6) 2021 the patient had a transplant work up, CT head, pulmonary function tests (pfts), a left cerebellar hemorrhage was found and the patient was transferred to the intensive care unit (ICU). On (B)(6) 2021 the patient had another head CT. On (B)(6) 2021 the patient was transferred to 10r. On (B)(6) 2021 patient had a CT for head- and was stable and approved for heart transplant. On (B)(6) 2021 the patient had another head cta. On (B)(6) 2021 the patient had an abdominal ultrasound. On (B)(6) 2021 the patient had a cta and 4d of the heart performed with 3d contrast. On (B)(6) 2021 the patient had an episode of chills and pallor along with blood cultures, iron studies and head CT. On (B)(6) 2021 the patient had a head CT and basal ganglia infarct. On (B)(6) 2021 the patient had an echo, a head CT right inferior cerebellar and right posterior parietal. The patient was transferred to the ICU and transfused 1 units of packed red blood cells (prbcs). On (B)(6) 2021 the patient had a transesophageal echocardiogram (tee) and a large intracranial bleed was notes on CT. Per neurosurgery the patient was not a candidate for intervention and has poor prognosis. Evaluation for transplant discovered embolic strokes with some bleeding and thus could not activate for transplant. Surgical risk very high for vad removal and thus was kept in hospital on low dose warfarin to try to prevent further emboli. The patient continued to shower his brain with emboli and thus decided to attempt vad/pseudoaneurysm resection. While preparing he suffered a code blue (presumed possible brief seizure) and initially awoke neurology intact but several hours later deteriorated and repeat head CT revealed nonsurvivable head bleed with herniation. Brain death was pronounced at 13:39 on (B)(6) 2021. Death was considered device related due to dehiscence device did operate as expected.